Event description:
Patient reported right side deflation. Device has been explanted.

Event description:
Patient reported right side deflation. Device has been explanted.

Event description:
Patient reported, right side deflation. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified, an opening, a crease fold, a broken plug strap, and a wear abrasion. A leak test was performed, and found an opening on the posterior side. A microscopic analysis was performed which identified, a striated edge opening. The fill test inspection was performed, the result is no blockage. Based on the device analysis, the final assessment is: a striated edge opening on posterior side assessed, as surgical damage.

Manufacturer narrative:
Information contained in this report was previously submitted through asr on (B)(6) 2006. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient reported right side deflation. Device has been explanted.